Event description:
It was reported that during a left radical nephrectomy procedure, on the eighth fire the power shut off during the firing sequence. The manual override was used and the device was removed from the vessel and a new stapler was opened. The case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged pcb the analysis found that one pse60a device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the pcb board was non functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.